Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 185 mg/dl and sensor glucose value was 46 mg/dl at the time of the event. Suspend on low limit in sensor settings was at 70 mg/dl. The customer was advised that the average sensor glucose and blood glucose differences should remain under 20 percent over the life of the sensor. Customer was assisted with troubleshooting and was informed that sensor issues could be related to site location, rotation, insertion technique or tape type, technique and calibration. The sensor will be replaced. The customer will not return the sensor for analysis.